Event description:
According to nurse report the resident was found inside the room on the floor, when nursing staff went inside the room the left wheel of the chair was separated from the chair. Dates of use: (B)(6) 2009 - (B)(6) 2011. Reason for use: above knee amputation.